Event description:
Additional information received noting that the location of the infection was at the generator site, confirming that the patient had an infection. Also the cause of the skin discoloration is unknown.

Event description:
Additional information received from the physician noting that there was no infection and the cause of the drainage, pain and chest breakdown were noted to be due to other.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e2402.

Event description:
Patient reported experiencing minor breakdown on her chest with drainage and then underwent an incision & drainage of the vns chest wound in january. The patient was later seen in may and notes discoloration around the area of the incision and on her neck and pain when touching. The patient has been referred for explant surgery. Device history records for the generator were reviewed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No known explant surgery has occurred to date. No other relevant information has been received to date.